Event description:
The following description of the event was documented by a carefusion tech support specialist in response to a phone conversation with user facility rep. "Customer claims this unit does not alarm if one of the inlet gases are disconnected, this blender was (B)(6) on (B)(6) 2009 she wants to know if this repairs is going to be cover under service warranty. Give her a call. She is requesting an RMA#."

Manufacturer narrative:
The user facility did not submit a user facility report to the manufacturer. Event codes were derived based on info documented by a carefusion tech support specialist in response to a phone conversation with a user facility rep. (B)(4). Carefusion issued a factory service call number to the user facility for the return of the alleged faulty device for evaluation. As of 12/30/2010, the alleged faulty device has not been received. Once the alleged faulty device is received and the evaluation is complete, carefusion will submit a follow-up medwatch report.